Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the right internal carotid artery, an EU 4.5x22mm intracranial stent 12 mm dw tip (enc452212, 7258214) became impeded in a 021 prowler select plus microcatheter (606s255x, 30439998) and could not advance any more. The physician retracted the stent and observed the stent had been released outside of the patient¿s body. A new stent was switched to complete the surgery. There was no patient injury reported. Additional information received indicated that they were not able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the body/shaft of the device. No other devices were used with the concomitant device prior to the encountered resistance. It was not necessary to remove the mc with the enterprise. The vessel characteristics were reported as being atherosclerosis and with a 4.2 mm vessel diameter. There were no procedural delays due to the event. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. This was consistent with the complaint regarding premature deployment of the stent. The delivery wire and the introducer were inspected, and the delivery wire was found with multiple kinked conditions near the distal end of the device. The stent component was inspected under a microscope and no abnormalities were found on it (i.e., no broken struts, no kinks). Both of the distal ends were noted to be completely expanded. The issue documented that the stent became impeded in the introducer could not be evaluated through functional testing; the stent must be still attached to the delivery wire and inside the introducer tube to perform the functional analysis. However, due to the kinked conditions found on the delivery wire, the complaint was confirmed. The kinked conditions suggest that the use of excessive force had been applied to the device during the procedure. However, with the limited information available, an assignment of a root cause is not possible at this time. The customer complaint regarding a premature deployment of the stent was confirmed due to the detached condition of the stent; it should be noted that the complaint detailed that this issue occurred outside the patient's body. Since the resistance was reported to be felt at the body/shaft of the device, it is not likely that the stent became detached as a result of the manipulation required to remove it from the microcatheter, therefore, this finding is not related to the resistance issue reported. As the distance between the delivery wire tip and reference marker was found to be within specifications, manufacturing or design defects are not suspected. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to the right internal carotid artery, an EU 4.5x22mm intracranial stent 12 mm dw tip (enc452212, 7258214) became impeded in a 021 prowler select plus microcatheter (606s255x, 30439998) and could not advance any more. The physician retracted the stent and observed the stent had been released outside of the patient¿s body. A new stent was switched to complete the surgery. There was no patient injury reported. Additional information received indicated that they were not able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the body/shaft of the device. No other devices were used with the concomitant device prior to the encountered resistance. It was not necessary to remove the mc with the enterprise. The vessel characteristics were reported as being atherosclerosis and with a 4.2 mm vessel diameter. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone:(B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.